Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm. 4x8 surgical lead, model #: sc-4316, lot #: 17310474, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the ipg and lead sites. Symptoms include fever and discharge. The patient was prescribed with antibiotics. The physician did not know if the infection was device or procedure related. No device malfunction was suspected. The patient underwent an explant procedure of the whole scs system.